Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had to visit the emergency room (ER) due to high blood glucose (bg) levels of 35 mmol/l (630 mg/dl) while wearing the pod. The patient stated that sometimes her omnipod personal diabetes manager (pdm) keys would not work properly and due to it she would have to take insulin by syringe. The patient felt weak and sick to her stomach, the pod was changed and tried to correct but the levels did not decrease. At the hospital, the patient was monitored all day and given 10 units of insulin, injections, to treat the hyperglycemia.